Manufacturer narrative:
Unit received with unresponsive buttons due to corroded keypad traces. Unable to confirm failed batt test alarm or battery out limit alarm due to unresponsive buttons. No button error alarm and no scrolling numbers noted. Missing end cap sticker noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 224 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.